Event description:
No blood return when placing an IV. Received a flash but could no get a blood return. Manufacturer response for nexiva, bd nexiva 22 ga x 1in (per site reporter). Material management is aware have had one on one meetings with bd quality leadership.